Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding") and migraine ("severe migraine"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding") and migraine ("severe migraine"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted (lot no. 627295) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("irregular bleeding") and migraine ("severe migraine"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure administration. Lot number 627295 . Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 17-aug-2022: medical record received. Lot number & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer, and describes the occurrence of pelvic pain ("chronic pelvic pain"). In an adult female patient who had essure inserted (lot no. 627295). For female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later, she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("irregular bleeding"). And migraine ("severe migraine"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered, genital haemorrhage, migraine and pelvic pain to be related to essure administration. Lot number#: 627295, manufacture date:2008-05, expiration date: 2010-05. Quality safety evaluation of ptc: for essure: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-aug-2022, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.